Manufacturer narrative:
Patient codes: 2199 labeled. (B)(4). Corrections: manufacturer contact name. Patient codes removed 1762, 2206, 1802 removed. Evaluation summary. Additional information was received from the physician that the worsening heart failure, cardiac arrest and death were unrelated to the implanted mitraclips and unrelated to the mitraclip procedure. There was no reported device malfunction or device related adverse event; therefore, this event is not MDR reportable. Further investigation is not required.

Event description:
Subsequent to the previous medwatch report, the additional information was obtained: per physician, the worsening heart failure, cardiac arrest and death were unrelated to the implanted mitraclips and unrelated to the mitraclip procedure.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effects of death, cardiac arrest, and heart failure are known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for patient effects is unknown. Although a conclusive cause for the reported patient effect(s), and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to conservatively report the patient death. It was reported that on (B)(6) 2019, two mitraclips were successfully implanted, reducing grade 3+ chronic, ischemic functional mitral regurgitation grade 3 to grade 1+. On (B)(6) 2019, the patient was discharged home. On (B)(6) 2019, the patient was re-hospitalized for worsening heart failure and went into asystole. Cardiopulmonary resuscitation was performed; however, the patient expired. It is unknown if the event was related to the device. No additional information was provided regarding this issue.